Manufacturer narrative:
Asae/ hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old female on impella cp for support during a high risk cardiac procedure. It was reported that a small hematoma developed after removal of impella. There was difficulty tightening the perclose due to the patient's has large panus. Pressure was held after tightening the perclose as well. The physician stated that a possible contribution to hematoma formation may have been the small arterial branches off of the common femoral that he may have hit while inserting initial access. The patient survived the procedure.